Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a leak was found in the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation control module and sensor board. The active exhalation control module and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the active exhalation control module failing was due to the proportional valve being stuck open. The sensor board was also returned to the manufacturer's quality assurance laboratory for further investigation. The root cause of the sensor board failing was due to flow sensor (mt5) being out of tolerance.